Manufacturer narrative:
The device was requested for evaluation but was not returned because it was discarded by the facility, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was requested but not provided, therefore, device history record could not be reviewed. Based on the information provided, the most likely cause of the post-op failure which led to the revision surgery was patient non-compliance with the post-op protocol. The most likely cause of the coracoid fracture that occurred during the revision surgery is improper bone preparation. Surgical technique states to define the medial and lateral border at the base of the projection of the coracoid. Under direct visualization, drill the device through the midpoint of the base of the coracoid. Making certain that there will be sufficient bone bridges both medially and laterally to the coracoid tunnel. To protect from advancing the device distally, place the retractor under the coracoid. The potential causes of these type of events are being communicated to the event reporter.

Event description:
It was reported that the coracoid was fractured during a revision surgery of an acl joint reconstruction. The patient had experienced a loss of reduction early post-op from the initial surgery due to noncompliance with the post-op protocol. During the revision surgery, the reporter stated the surgeon had difficulty targeting the drill pin into the coracoid; he had to re-drill three to four times, which most likely weakened the bone, contributing to the bone fracture. The reporter feels that the surgeon may have placed the device too far anterior. The surgeon completed the revision case with a competitor's product along with the sutures from one of the original (intact) implants. A third surgery was subsequently performed to repair the fractured coracoid. Date of initial surgery was approx (B)(6) 2008; revision surgery approx (B)(6) 2008; third surgery approx (B)(6) 2008. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.